Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump touchscreen was flickering between screens and appeared dimmer than usual. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 222 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.